Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant of the left ventricular (lv) lead, it was reported that the stylet could not be inserted into the lv lead. A different lv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of insertion failure was not confirmed. As received, a complete lead was returned in one piece. A guidewire was able to be fully inserted in the lead body and removed with no restriction. Visual and x-ray examination of the lead did not find any anomalies.